Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received inappropriate shocks for oversensing of atrial flutter waves. The smart pass feature had been disabled. Disk analysis is being performed for possible r wave amplitude reduced due to smart pass. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode received inappropriate shocks for oversensing of atrial flutter waves. The smart pass feature had been disabled. Disk analysis is being performed for possible r wave amplitude reduced due to smart pass. This electrode remains in service. No adverse patient effects were reported. Additional information was received that analysis shows simulations indicated having smart pass off may have had a small reduction in the level of oversensing and because of the difference between the field and baseline simulations, this is not conclusive. Ultimately, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) shock therapy has been programmed off. No adverse patient effects were reported. Additional information was received that low r waves lead to oversensing. Imaging was performed and this electrode was abandoned. A transvenous system was implanted and remains in service.